Manufacturer narrative:
Device available for evaluation? Yes. Returned to manufacturer on: 02/16/2017. Device returned to manufacturer? Yes. Device evaluation: the cartridge was returned at the manufacturing site for evaluation. Visual inspection at 10x microscope magnification showed that the cartridge was broken and the intraocular lens (iol) was stuck and protruding through a crack and in the cartridge tube and tip. The cartridge appeared to be broken by the hand piece. One of the haptics was observed out of the cartridge tip. Scarce amount of viscoelastic residue was observed in the cartridge tube, however no viscoelastic residue was observed in the loading zone. The customer's reported complaint was verified. Manufacturing records review: the manufacturing records for the cartridge were reviewed. During the manufacturing process the operators check the neck, tube and tip areas for cracks. No cracking or stress marks are allowed. They also check the tip for any melting, roughness, dent, bent tip or smash condition. The product was manufactured and released according to specification. Labeling review: the directions for use (dfu) were reviewed. The directions for use (dfu) adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue was verified. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that an intraocular lens (iol) broke through the cartridge at the tip. Reportedly, the recommended loading instructions were followed. Additional information was received and it was learnt that there was no patient contact. No further information was provided.